Manufacturer narrative:
Follow-up #1 date of submission 08/26/2013-device evaluation: the cartridge has been returned and evaluated by product analysis on 08/16/2013 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and fill test was performed with no failures observed. A retain sample cartridge from the same lot was also investigated, with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter stated that there were continuing issues with air bubbles in the cartridge and the tubing. Review of supply preparation revealed the technique to be appropriate. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of air bubbles in the cartridge and infusion set tubing without a known cause remained unresolved.

Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.